Manufacturer narrative:
The investigation has just started. Results will be provided in a follow-up report.

Event description:
It was reported that during a case, automatic ventilation stopped working and the machine displayed a 'vent fail' and 'gas delivery fail' message. The machine was reportedly rebooted during the case and normal function was restored. The case was completed and there was no patient injury reported.

Manufacturer narrative:
The electronic device log was available for analysis. Despite reminders the requested pba vgc cpu was not returned. The reported symptom could be reproduced by means of the electronic log file. At 07:47:28 a gas delivery + ventilator fail was given. The device was switched to monitoring mode by the user. In the next 90 seconds a high number (29) of error log entries pointing to a communication problem between mobi and vgc cpu were logged by the system. Based on the analysis of the given data a communication problem of the pba vgc cpu is most possible. As this part was not returned despite reminders it wasn't possible to carry out a more detailed investigation. Hence the exact root cause could not be determined. In case the requested parts will become available in the future, investigation will be resumed and relevant findings will be provided within an additional MDR follow-up report.

Event description:
Please see initial report.